Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose was 122 mg/dl. Although requested by tandem technical support, the customer declined further follow-up to ensure backup therapy was obtained.